Event description:
Information was received that the patient was taken back to surgery and surgeon unplugged the lead, cleaned it off and reinserted into the generator. Lead impedance was indicated to be within normal limits, therefore no products were removed. Based on the information received, the cause of the high impedance was incomplete pin insertion. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received indicating the device was checked during follow-up visit. Device showed warning sign for output status and lead impedance. It was indicated that x-rays were not performed. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. No known surgery has occurred to date. No additional relevant information has been received to date.